Event description:
It was reported to st. Jude medical that during a follow-up, a message appeared on the programmer, "detection of a possible defect concerning the output circuit". It was also noted, "canceled charge due to output defect 9". The decision was made to replace the ICD. The lead was inspected, and no problem was detected.